Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An optometrist reported that during an intraocular lens (iol) implant procedure, that the surgeon observed a scratched lens. The cartridge seemingly scratched the lens. The surgeon decided to use another lens with the same cartridge and handpiece and there was no issue with the insertion of the second iol. The procedure was completed with no patient harm. Additional information was provided by the surgeon, who indicated that he does use a cannula to adjust the iol and the surgeon made a comment that he is wondering if he could be responsible for scratching the lens with the cannula.